Event description:
Same case as MFR# 2134265-2010-04791. It was reported that during a stenting treatment procedure, a stent dislodgement occurred. A 4.0x12mm promus element stent was successfully deployed in the left main artery (lm). A 3.0x20mm promus element stent was then advanced to the left anterior descending artery (lad); however, during attempts to cross the lesion, the stent dislodged from the stent delivery system (sds) and migrated down the lad. The physician attempted to snare the stent from the patient and during retrieval, the dislodged stent dragged the previously implanted promus element stent back into the guide catheter and both devices were removed from the patient. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's condition is stable. This product is only ous approved, but it is similar to an approved us device.

Event description:
It was further reported that the left main (lm) was tortuous, calcified and chronically totally occluded. The lesion was predilated with a 1.25mm balloon. It was noted that when advancing the 3.0x20mm promus element stent the physician experienced difficulty crossing the lesion and the previously placed 4.0x12mm promus element stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).